Event description:
Healthcare professional reported rupture and exchange from textured to smooth due to the patient concern of the implant. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases was were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Event description:
Healthcare professional reported rupture and replacement from textured to smooth due to the patient concern of the implant. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6.

Event description:
Device has been explanted and replaced with a non-abbvie device.